Event description:
It was reported that the pt had received therapeutic effect of lioresal at a dose of 366 mcg/day. In 2009, the pt's legs had been shaking through the night and the pt wasn't sleeping well. The trembling in the pt's legs became worse, her muscles had tightened in all her extremities and she was "arching her back and neck and repeatedly flexing her arms." The pt was hospitalized two days later. The managing hcp administered a bolus of lioresal over 2 minutes; there was an inconclusive result. A pump rotor study was done and showed the rotor to be functioning properly. The medication dosage was increased but the pt still required oral baclofen and tranxene throughout the night. The pt was discharged after two days and was reported to have been stable on the oral medications. The pt had surgery the following week. The surgeon removed the distal end of the pt's catheter. There was no noted presentation for why the pt might not have received therapeutic effect. The neurosurgeon then made a cervical approach to thread a new catheter in retrograde and then tunneled the remainder of the catheter back down to the lumbar incision site. The catheter was disconnected at the connector pin site and a single bolus of medication was primed through the pump which verified the function of the pump and the integrity of the proximal catheter. The newly implanted distal segment of the catheter was connected to the existing catheter utilizing the same pin connector from previous surgeries. The newly implanted distal length of the catheter was primed to get the medication to the tip of the catheter. The pt was restarted on an infusion rate of 300 mcg/day of lioresal. Additional information has been requested, a follow-up report will be sent if additional information becomes available.